Event description:
The user facility reported two failed biological indicators in their v-pro max sterilizer. Instruments processed in the cycles were subsequently used in patient procedures. The user facility confirmed they followed their internal procedures regarding patient monitoring/notification. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.

Manufacturer narrative:
A steris technician inspected the unit and found it was operating properly; no issues noted. The cycles subject of the reported event evidenced passing results and the chemical indicators also passed. Retain samples and customer returned samples were tested and all samples passed testing; no issues noted. The sterilizer DHR was reviewed and confirmed that unit was manufactured to specifications with no discrepancies observed. The DHR for the biological indicators was also reviewed and no abnormalities were noted. Investigation of this event is in process; a follow up report will be submitted once additional information becomes available.